Event description:
It was reported than an insertable cardiac monitor (icm) was not connecting and monitoring became disabled due to the battery reaching end of service earlier than expected, with an approximate longevity of about one year. The patient contacted support to reestablish monitoring, and a clinic referral was made to evaluate battery status and discuss possible replacement. Technical assessment confirmed premature battery depletion, with the root cause currently unknown, and the insertable cardiac monitor is planned for return for detailed analysis. The icm remains in service; no adverse patient effects were reported.